Manufacturer narrative:
Concomitant medical products: product ID 8780 lot/serial# (B)(4), implanted: (B)(6) 2017, product type catheter; ubd: (B)(4) 2019, UDI#: (B)(4). Evaluation of implantable pump serial# (B)(4) revealed no anomalies. Evaluation of implantable catheter lot/serial# (B)(4) revealed damage to the transition tubing. The patient codes, device codes, and evaluation codes are only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's implantable infusion system was returned to the manufacturer on (B)(6) 2018 without a complaint. The patient's indicat ion for use was malignant pain, and the device had been programmed to deliver10 mg/ml of dilaudid at 0.85 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient's weight was unknown. The system was explanted on (B)(6) 2018.